Event description:
It was reported that unstable speed occurred. The dynaglide and rotational speed function of a rotablator rotational atherectomy system console kit was noted to be unstable. No patient involvement reported.

Manufacturer narrative:
Event date was approximated.

Event description:
It was reported that unstable speed occurred. The dynaglide and rotational speed function of a rotablator rotational atherectomy system console kit was noted to be unstable. No patient involvement reported. Device eval by manufacturer: the rotablator was received in good conditions. The unit meets specifications for system functional test. No issue with the returned devices. The foot pedal functioned properly, readily activating/deactivating the rotation and switching the console between turbine and dynaglide modes.